Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant is detached and not available. The suture lock button is pressed down. The snare line is reeled out through the driver. There are no manufacturing abnormalities visually observed with the returned instrument. The magnum 2 is a single use device and could not be functional tested. An attempt was made to test the basic functions of this instrument. Rotating the suture ratchet knob performed as intended. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. The instructions for use instructions for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a rotator cuff repair, while deploying the anchor, when the surgeon removed the inserter, the suture pulled out of the anchor. An additional bone hole was made to use the available back-up device in order to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a rotator cuff repair when deployment of the anchor, when the surgeon removed the inserter, the suture pulled out of the anchor.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: - the implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. - tensioning the suture knobs prior to snaring the suture may compromise the suture snare. - do not over tension the suture. - use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair when deployment of the anchor, when the surgeon removed the inserter, the suture pulled out of the anchor. An additional bone hole was made and a backup device was available to complete the procedure with no significant delay or patient injuries.